Event description:
Customer complained about experiencing low blood glucose and the insulin seems not to be delivering insulin correctly. Customer reported that she has been experiencing slightly high blood glucose lately. Customer stated that her blood was 200 mg/dl and over; customer treating with bolus wizard. During troubleshoot; customer stated the drive support cap appears normal. Customer reported there were small air bubbles in the tubing; customer was able to rewind the insulin pump and perform manual prime. She did not find an insulin leak. Customer stated the bolus wizard was correctly set up and one of the basal rates needed to be changed. Customer removed the infusion set and noticed there was a small blood occlusion and the cannula was bent. Current blood glucose is 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.